Event description:
The customer observed a single non-repeatable, falsely elevated vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es result of 0.11 ng/ml vs. A correct result of <0.01 ng/ml was predicted and reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. A corrected result was issued by the laboratory. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-repeatable falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros 5600 system. The investigation was unable to determine a definitive assignable cause. Service actions were performed to optimize system performance. An instrument issue contributing to the event cannot be ruled out as a contributing factor. Acceptable performance was obtained following the service actions. Based on historical vitros tropi es quality control results, there is no indication that a reagent issue contributed to the event. Additionally, the investigation confirmed that the sample involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.